Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the luer hub was found cracked. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4). The customer report of a cracked luer hub was unable to be confirmed through investigation of the customer photo and the returned sample. The customer submitted one photo and returned one connector assembly for analysis. In the customer photo, a dark line is visible on the red arterial luer hub; however, as the photo is blurry, it was unable to be determined if this is a crack. Visual analysis of the returned connector assembly revealed no cracks in either luer hub. The extension lines were observed to be compressed where the pinch clamps were located. Functional testing was performed, and no leaking was observed from either extension line. A device history record review was performed, and no relevant findings were identified. Based on the customer report, customer photo, and returned sample the root cause is undeterminable. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the luer hub was found cracked. The patient was reported as fine post the procedure."